Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -6.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on the lens. Visual inspection found the haptic bent and deformed along with residue on the lens. Claim#: (B)(4).